Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that the patient reported no disposable pump won't run alarm on both cadd legacy pumps 5 hours after treprostinil cassette change unresolved with troubleshooting. A cassette was wasted. No further details provided. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.